Event description:
Patient recently switched glucose monitoring device from g6 to g7. Since the switch she noticed the readings were completely erroneous. Dexcom has a disclaimer to be within a few points of a finger stick and this hasn't been the case. Patient used an alternative reliable monitoring device and found the dexcom device to be off 30 - 50 points. She's called dexcom a half dozen times and their only resolution was to issue sensor replacements, which hasn't helped. Patient noticed a more accurate reading when the sensors stayed on the body for a while before testing. Patient has no pre-existing conditions and is on no prescribed medications.